Event description:
It was reported that the reservoir experienced a presence of air bubbles during the fill process. The customer stated that he needed to get the last 100 units from his insulin vial and another 200 units from a different vial, and he kept getting air bubbles. He was advised to consult his doctor regarding assistance with the matter and did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.